Manufacturer narrative:
Imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation (bsc) that a trapezoid rx was used for choledocholithiasis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a trapezoid rx basket was used to remove a 14 mm stone. The basket wires were successfully placed around the stone; however, it could not crush the stone. They tried to pull the basket out of the bile duct, but it got stuck in the bile duct. An alliance handle was used to detach the tip of the basket, but it was not successful. The patient underwent exploratory surgery with bile duct exploration on the same day and the basket and stone were removed successfully. The patient was admitted beyond standard of care and was expected to fully recover.

Event description:
It was reported to boston scientific corporation (bsc) that a trapezoid rx was used for choledocholithiasis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a trapezoid rx basket was used to remove a 14 mm stone. The basket wires were successfully placed around the stone; however, it could not crush the stone. They tried to pull the basket out of the bile duct, but it got stuck in the bile duct. An alliance handle was used to detach the tip of the basket, but it was not successful. The patient underwent exploratory surgery with bile duct exploration on the same day and the basket and stone were removed successfully. The patient was admitted beyond standard of care and was expected to fully recover.

Manufacturer narrative:
Block h2: correction block h6 (device codes) have been updated. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Block h6: imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Block h11: based on the available information and the photo attached by the complainant, boston scientific confirmed the reported event of tip failure to separate and side car rx push back. However, the reported events of basket failure to crush stone and device difficult to remove with the evidence provided. The device was not returned for analysis; therefore, a thorough investigation of the device could not be performed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the events of basket failure to crush stone, tip failure to separate, side car rx push back, surgical intervention, and hospitalization or prolonged hospitalization were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information and a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.